Event description:
Customer reported the system drives to max ma/kv and images go white. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated generator pcb's. System operates as intended. (B) (4)